Manufacturer narrative:
Additional information: h6, h10. Device evaluation: ten smiths medical cadd cassette reservoirs were returned for analysis. Visual inspection was performed under normal conditions of illumination and no discrepancies were detected on housing nor arch height. Functional testing was performed on six samples due to the confirmation of reported failure mode, using a solis vip pump and a balance mettler toledo to look for unusual functions and the sixth sample failed the accuracy test. It was also noted that the samples passed delivery accuracy test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be manufacturing.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received that a smiths medical set, administration, intravascular leaked during testing. No patient involvement.